Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to recurrent dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging aorta perforation. Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of filter is at mid l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated through ivc, series 5, image 42. Maximum distance prong perforated through ivc is 6.81 mm, series 5, image 42. Coronal images show 10.23-degree tilt of filter left-to right, series 6, image 52. Sagittal images do not cover ivc filter. Diameter of ivc directly above filter measures 16.57 mm x 18.89 mm, series 5, image 32." "Prong has perforated aorta, best appreciated on series 5, image 42, and series 6, image 48."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following field was corrected: g3. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava/aorta perforation and tilt. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.